Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedances. The start of a lead fracture was suspected. Surgical intervention was performed and the lead was explanted. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
This report is duplicate to 2124215-2016-04408.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.